Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that b30 error occurred due to adhesion of foreign material to the electrical contacts of scope or due to effect of internal dusts. The cause of the foreign material could not be identified. The phenomena could have been prevented by following the observed items: "clean and vacuum dust the ventilation grills using a vacuum cleaner, when necessary. Otherwise, the video system center may break down and gets damaged from overheating." . Care "after using the video system center, immediately perform the following cleaning procedures. If cleaning is delayed, residual organic debris will begin to solidify, and it may be difficult to effectively clean the video system center. Always remove debris routinely." "1 turn the video system center off and disconnect the power cord from the medical outlet." "2 when the video system center is soiled with blood or other potentially infectious materials, wipe off all debris using a piece of gauze moistened with neutral detergent." "3 remove dust, dirt, and other stains on the surface by wiping." "4 moisten a gauze with ethanol for disinfection and wipe the surface of the product." "Make sure to dry the video system center after wiping with ethanol." . Troubleshooting guide "foreign objects (detergent remnants, hard water residue, finger grease, dust, and lint) are on the electrical contacts of the scope connector." "Wipe the electrical contacts on the endoscope connector using gauze moistened with ethanol for disinfection and completely dry them. After drying them, connect the endoscope to the light source" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report his event. During the call, tac recommended cleaning the scope contact points, but the customer refused. Tac recommended visually inspecting the slot, and the customer confirmed there was a heavy build-up of dust inside. The customer went on to note that he would try and clean it out. If the issue continues, he intends to return the subject device for repair. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera elite video system center was presenting a b30 scope communication error with several different scopes. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.